Manufacturer narrative:
This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has determined to re-classify this type of event as reportable. This report is being filed as part of a retrospective review being conducted in response to this new decision. Patient information was not provided. Livanova (B)(4) manufactures the electronic venous occluder (evo). The event occurred in (B)(6). Through follow-up communication with the customer, livanova (B)(4) learned that the clamp would allegedly show 0% open, but blood flow was not completely restricted. The customer reportedly set the tubing size to 3/8" while using 1/2" in order for the clamp to close more accurately. A livanova field service representative was dispatched to the facility to investigate. The service representative adjusted the hose size to the correct setting of 1/2" and performed a calibration. Subsequent testing was successfully completed and the unit was returned to service. However, the customer reported later that the clamp experienced the same issue. A loaner was requested and the unit was returned to livanova (B)(4) for further investigation.. The reported issue could not be reproduced during the investigation at livanova (B)(4). The clamp closed as expected when set to 0%. However, the flow rates were discovered to be too high and out of tolerance. The root cause for that was determined to be decreased motor strength due to aging effects. The motor current was increased to be within specification and a subsequent 12 hour test run was completed without further issues. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the reported issue could not be reproduced, a root cause for the error was not identified.

Event description:
Livanova (B)(4) received a report that an electronic venous occluder (evo) would not close completely or properly restrict the blood flow during a procedure. There was no report of patient injury.